Event description:
"S/p b appt bilumen implants for augmentation; these encapsulated immediately and continued to do so over the years despite multiple open capsulotomies. Not sure but thinks had a total of 5 surgeries last surgery was when pt had polyurethane implants (? Size) placed. This set is soft but c/o's decreased size and indreased drooping as well as distortion of shape and increased asym x yrs no h/o trauma. They are increasingly painful l more than r. In addition has developed systemic sx's over the yrs, including arthralgias ( r more than l + am stiffness)/myalgias, paresthesias/dysesthesias/spasms, fatigue, adenopathy, rec yeast infections, headaches, visual changes, memory loss, gi/gu disturb, and easy bruising. Otherwise healthy."